Event description:
Event description guidant received information that this defibrillation lead exhibited out of range (high) pacing impedances. The rate/sense portion of the lead was capped and a new pace/sense lead was implanted.